Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt is no longer able to hear with her device since (B)(6) 2011. An accident or trauma is not known. The external parts were checked and found within specification. Testing shows that the device has malfunctioned.